Event description:
Procedure type: hernia. According to the reporter: during the procedure the device worked correctly. Upon removal of the device, it was noticed a pin/screw fell inside the balloon. The pin did not fall into the pt's cavity. No pt injury was reported.